Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient had difficulties with proper recharging and communication issues. The company representative and the physician met with the patient and it was observed that they could not communicate with the neurostimulator using either the clinician or the patient programmers. A physician mode recharge (pmr) was attempted but was unsuccessful. It was thought the device may have been flipped so the patient was taken to surgery and the device pocket opened. The device was noted as not flipped. Again, it was not possible to communicate with the neurostimulator and it was replaced. The patient outcome was reported as okay. After the procedure, the clinician programmer was able to communicate with the explanted device and received a "battery is discharged" message. The explanted device could now be recharged. Parameter settings could not be read.